Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device found that the burr was stuck on the spring tip of the rotawire and was unable to be removed. There was no other damage to the device. There was blood in between the sheath and the coil. The reported stuck on the guidewire was confirmed.

Event description:
It was reported that the burr was stuck on the wire. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was advanced through the lesion and the rpm decreased. However, the burr became stuck on the wire after crossing the lesion and was unable to be removed from the wire. The burr and wire were then removed together from the patient's body. The procedue was completed with a planned stenting. No complication were reported and the patient is stable.

Event description:
It was reported that the burr was stuck on the wire. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was advanced through the lesion and the rpm decreased. However, the burr became stuck on the wire after crossing the lesion and was unable to be removed from the wire. The burr and wire were then removed together from the patient's body. The procedure was completed with a planned stenting. No complication were reported and the patient is stable.